Event description:
A surgeon has reported that a cv232 iol implanted in an unspecified patient's eye has since opacified. Request has been made for additional information, however no further information is available at this time.

Manufacturer narrative:
As there was no product or lot number provided, no detailed investigation can be performed.